Manufacturer narrative:
Siemens healthcare diagnostics has investigated the provided information and assessed the discordant, high prothrombin time / international normalized ratio (pt/inr) patient sample results on the cs-5100 system to be caused by a micro clot in the sample tube indicating a sub-optimal pre-analytical behavior of the sample material. No product non-conformance could be identified as the issue is sample related. The instrument and reagent are performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, high prothrombin time / international normalized ratio (pt/inr) patient sample results using innovin lot 539391 versus thromborel s lot 546972 were generated on a cs-5100 system. The patient was on anti-vitamin k therapy and the same patient sample and cs-5100 system were used for testing with both assays. None of these results were reported to the physician. A new blood sample from the patient was tested on the same system the next day ((B)(6) 2017) using the thomborel s assay confirming the thomborel s assay results from the previous day ((B)(6) 2017). These results were reported to the physician. There are no reports of patient intervention or adverse health consequence due to the discordant, high pt/inr results.